Event description:
It was reported that a user observed a discrepancy between a dexcom g7 sensor glucose of 88 mg/dl and a contemporaneous fingerstick of 68 mg/dl while using the ilet bionic pancreas, sought guidance on whether to treat the low value, and received education on treating based on the fingerstick, typical carbohydrate treatment, sensor calibration, and physiologic lag during rapid glucose decline. Symptoms included hypoglycemia with associated anxiety and shaking/tremors, following a prior elevated glucose earlier in the day with a steady decline. Outcomes included no health consequences or impact. Troubleshooting and education were completed, including instruction on calibration and ongoing monitoring, and the user planned to replace the sensor if accuracy did not improve. Investigation of this case revealed no device malfunction was identified and the event was consistent with interstitial-to-capillary glucose lag during falling glucose and sensor calibration needs. It was concluded, based on previously established findings for similar reports, that the cause was unclear for the hypoglycemic event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR was submitted outside the required reporting timeframe due to delayed review of the complaint, which was part of a backlog not previously assessed by the formally designated complaint handling unit. Upon review, the event was determined to be reportable and submitted promptly. Corrective actions have been implemented to ensure timely complaint review and MDR assessment.